Event description:
The physician was manipulating a 035 wire while trying to access a left mca occlusion. He noticed resistance and found the catheter to be either stretched or kinked. No patient injury.

Manufacturer narrative:
Device investigation report: the catheter was flattened 22.3-23.3cm from the distal tip and 29.5-30.5cm from the tip. The 0.5cm of the catheter closest to the distal tip was flattened. There was an accordioned surface to the catheter between 9.0 and 12.0cm from the distal tip. A 0.041" mandrel was introduced into the hub and could be advanced without resistance until it reached the flat spot 30.5cm from the distal tip. The same mandrel could not be introduced into the tip due to previously noted flattening. The flat spots at 30 and 23cm and the flattening of the tip are characteristics of post incident handling damage. The damage to the surface seen between 9 and 12cm is consistent with compression damage. It is unclear from the incident report whether the physician was advancing the catheter over the guide wire or the guide wire through the catheter when the resistance was encountered. The DHR of the mfg lot has been reviewed and a copy of the review is attached. All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specifications. This lot was associated with (B)(4) which rejected 33 units that had been coated using the wrong coating program. This ncr is fully resolved and does not impact this incident. This lot was associated with (B)(4) was related to a power loss to the critical environment room (cer) on (B)(6) 2010 while this lot was in process. This ncr is fully resolved and does not impact this incident. This lot was also associated with (B)(4) which allowed for an IFU revision swap out. This da is not related to this incident.